Event description:
Caller states during a correlation study the pt tested 2.4 inr on the coaguchek xs and 1.9 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.